Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: possible rupture and pain.

Event description:
Patient reported "they have so many health issues since they had their implants" and "does not know if the device has a rupture". Patient additionally reported "severe headaches and constantly in pain", unrelated to the device. Device remains implanted.

Manufacturer narrative:
Additional, corrected, and/or changed data: b.5., d.7., g.3., h.6.

Event description:
Device has been explanted.